Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the cadiere forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of a cadiere forceps (cf) instrument could not be opened or opened slowly. The customer used a backup cf instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative and obtained the following additional information: the cf instrument moved in the opposite direction. The instrument did not move automatically without command. The instrument jaws were not stuck on tissue when the issue occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm cadiere forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have multiple input disks broken. Input disk #7 was found completely detached from the base of the housing. The instrument was found to have hairline cracks on input shaft #6. As a result, the instrument could not operate properly. Other backend components adjacent to the broken input did not show damage.

Event description:
Refer to h10/h11 for follow-up information.